Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp had an episode of hematemesis with concerns of aspiration. Systemic heparin was withheld. The patient also experienced ventricular fibrillation/torsades de pointes. Lidocaine and levophed were administered. The patient was transfused packed red blood cells in response to depressed hemoglobin and hematocrit values. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
No product was returned for investigation. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The root cause of the ventricular fibrillation and arrhythmia was unable to be determined due to insufficient clinical details. The cause of the anemia was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.